Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported with MRI results " postoperative distortions with retromuscular implants, showing accentuation of the folds of accommodation, foci of discontinuity of its margins, internal images with signal intensity similar to the liquid, suggesting bilateral intracapsular rupture." This record is for right side. The device remains implanted.

Event description:
The device has been explanted.